Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave 2.0 was selected for use during a pulmonary vein isolation procedure. A patient injury was reported following completion of the farapulse procedure. After discharge, the patient experienced eye related symptoms and reported visual field defects that were present post-ablation. An ophthalmology consultation resulted in a diagnosis of mild retinal micro arterial occlusion, and the patient was placed under observation. The procedure, including preparation and flush method was performed as recommended without any noted issues or complications during the intervention. The attending physician indicated that the possible cause of the event may be mild retinal micro arterial occlusion due to potential air ingress. The patient's condition has since improved, and their health status is reported as recovered. The treatment performed for branch retinal artery occlusion, as stated, the patient is placed under monitoring. The procedure was completed with original device. The patient has currently recovered and is in good health.